Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were malformed when fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the first five clips were fed as intended; however, due to the misaligned condition of the jaws the remaining clips were scissor formed and then the device locked out as intended. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ''do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.'' The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gall disease what was found? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No.